Event description:
On (B)(6) 2012, a 15 minutes resection of endometrial polyps (infertility) procedure was performed at cannizzaro hospital, italy. A olympus surgemaster ues 40 electrosurgical generator and a non-monitoring dispersive electrode (model rs05) were used. The patient was lying in the gynaecological position and was not repositioned. The electrode was placed on the left thigh. The body type of the patient was described as obese. The skin type of the patient was described as "normal." The skin was not cleaned, not shaven, not disinfected and not dried. During the procedure a 4cm x 3cm 3rd degree burn was discovered. The user described that the burn was discovered underneath "... The edges of the metal part..." Of the dispersive electrode. It was also stated that the electrode had partially detached "... Before the remove, one edge of the electrode got unstuck..." Appr. Size "... Some square centimetre..." The wound has been treated by a plastic surgeon with gauze for burns and betadine. No information regarding the power settings were available. It was also stated that the power setting was not raised during surgery.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically, thermally and mechanically. All samples were found to perform within limits. No faults could be detected. The olympus surgemaster ues 40 is equipped with an electrode contact quality monitoring system, which only works with a monitoring electrode ("split"). An unsplit non-monitoring electrode was used. The IFU specifically states "if an electrosurgical unit offers an electrode cqms ...always use a split electrode." The use of a split electrode could have avoided the burn. We therefore conclude that a user error, specifically not following the IFU, has caused or at least contributed to the incident. Initially we have been promised to receive the involved device and photos of it. Only a black and white photo of poor quality showing the involved product has been provided so far. Our customer has declared that the responsible persons of the hospital were not willing to send pictures of a better quality of the involved product or the involved product itself. We'll keep inquiring for more information regarding the power setting and the activation cycle used.